Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a loose contact. It was recommended that the epg be returned for service but its current status in unknown. There was no patient involvement. It was further reported that the generator was returned for service.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported loose contact. The device passed functional and system tests. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.